Event description:
Additional information was received indicating diagnostic imaging was performed and no anomalies were observed. No intervention has been performed. The patient was in stable condition and will continue to be monitored.

Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead. Provocative testing was performed and the noise was able to be reproduced. Abbott technical support was contacted; however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.